Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device entrapment occurred. A ampl ss jtip 035/180/3mm (b/5) amplatz - pi was selected for use. During the procedure, it was found that the wire got caught in a non-boston scientific introducer dilator and frayed. Tip of wire uncoiled off the body of the wire prior to entering the patient's body. There were no patient complications as a result of this event.